Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (se 2240) (air in set) was not confirmed. As per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. A labeling reports have been received for the reported problem. The root cause investigation is in review found the patient at home guide to be adequate for the potential use/user error identified in this incident. Baxter has conducted a trend review and found that similar progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 occurred on home choice (hc) during use . The home patient (hp) stated that she had the alarm and had cycled power. The baxter technical representative (tsr) assisted the hp to retrieve cassette and advised to let registered nurse(rn) know about the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.